Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f222 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f222 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and noise. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated approximately 100 ml of whole blood was collected from the patient when they heard a noise from the centrifuge chamber. The customer stated after inspecting the centrifuge chamber the drive tube was broken and the centrifuge bowl was out of position. The customer disconnected the patient and stopped the treatment at the time of the drive tube break. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient is stable. The customer will not be returning product for investigation.